Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer replaced rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary2 drawer1 stuck open and the rail on the right side appears to be broken. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.